Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant of the right ventricular lead, the physician had difficulty passing the tined lead through the cephalic vein. Physician removed the lead and observed that one out of the four tines was missing from the lead. A new lead was implanted without any difficulty. No patient consequences were reported.

Manufacturer narrative:
The reported event of missing tine was confirmed. Examination of the missing tine found it was cut off. The damage was consistent with procedural damage. The lead was otherwise normal. No anomalies were found.